Manufacturer narrative:
Investigation summary: tested 3x retained devices with negative standard on 3 sofia analyzers. Immediately after the first run, one minute later, the same 3x retained devices were tested on 3 different sofia analyzers. All devices yielded valid and accurate negative results on all sofia analyzers at the 15 and 16 minute result read time. Root cause: cannot determine with retain testing. Source: phone.

Event description:
Reported conflicting results. Ran positive on one sofia analyzer and then ran negative on a separate sofia analyzer. No confirmation stated.